Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was unknown if it was related to devices. However, the patient died two weeks following a bariatric roux-en-y. It was also reported that the patient was on other medications.